Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced a hyperglycemia event due to an inaccurate delivery issue. Reportedly, the patient¿s blood glucose (bg) reading was 403 mg/dl with abdominal pain/vomiting, rapid heartbeat, and shortness of breath/chest pain. The patient was hospitalized and treated by health care provider with insulin via the pump. Customer technical support reviewed the bolus and basal history with the reporter and determined that all boluses were delivered as programed and the basal history matches the active basal program settings. Review of the total daily dose revealed that the basal delivery total did not match what was programmed. Further review of the potential causes for perceived inaccurate delivery indicated that the basal program was not entered when setting up the replacement pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemia event requiring hospitalization. The bg excursion was attributed to an use error in that no basal program was entered into the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned to animas, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.